Manufacturer narrative:
Unit received unable to perform the displacement due to cracked bleeding lcd. (B)(4).

Event description:
Customer reported via phone call that the insulin pump was broken. Customer's blood glucose level was 140 mg/dl. Customer also stated that there was crack on bottom of insulin pump and there was no damaged on reservoir lip ring. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The device will be returned for analysis.